Event description:
The customer reported a cartridge alarm while using their pump during the pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, therefore there was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.